Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ connecta wht 360deg tb 25cm has been found experiencing leakage during use. The following has been provided by the initial reporter: I would like to inform you about a problem we have encountered with the 3-way connecta with extension 25cm, product reference 394926 with lot number 9127706b. The problem is that the top is leaking and / or flying off and that the tubing cracks when used in an automatic contrast pump. It is lot-related, as we encountered the same problem several times with the lot number mentioned above.

Manufacturer narrative:
H.6 investigation: a device history record review was completed by our quality engineer team for provided lot number 9127706. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be determined.

Event description:
It has been reported that the bd¿ connecta wht 360deg tb 25cm has been found experiencing leakage during use. The following has been provided by the initial reporter: I would like to inform you about a problem we have encountered with the 3-way connecta with extension 25cm, product reference 394926 with lot number 9127706b. The problem is that the top is leaking and / or flying off and that the tubing cracks when used in an automatic contrast pump. It is lot-related, as we encountered the same problem several times with the lot number mentioned above.